Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The attachment was tested, and it was found that the tip was broken.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper assembly of the attachment on the device.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the craniotome device had a "broken tip." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.